Manufacturer narrative:
Describe event or problem, relevant tests/lab data, other relevant history, patient codes updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was seen in the emergency room for a non st elevated myocardial infarction, right lower lobe pneumonia, and an acute kidney injury. The patient reported no improvement in her symptoms from the prior hospitalization, despite having taken lasix and respiratory treatments. The patient presented with worsening shortness of breath, dry cough, and leg swelling. Patient was then hospitalized the following day. Seven days post admission, the patient underwent a left heart catheterization, bilateral selective coronary angiography, and a bypass graft study. This was performed for the nstemi and severe ischemic cardiomyopathy. Three days later, under conscious sedation, the patient underwent left subclavian angiography and percutaneous transluminal angioplasty (ptca). Ptca of the left subclavian was performed. The stenotic area in the proximal portion of the subclavian stent was dilated with 6.0x40mm maverick balloon catheter at 16 atmospheres (6.22mm). Residual stenosis was <10%, and timi flow as 3. At the distal edge of the stent and extending into the subclavian beyond the stent, there is a residual 50% stenosis to be managed medically. During the course of the hospitalization, the problems addressed included non-st segment elevation myocardial infarction (nstemi), right lower lobe (rll) pneumonia, acute respiratory failure, coronary artery disease, ischemic cardiomyopathy, hyperlipidemia, tobacco dependence, renal insufficiency, bilateral carotid artery stenosis, pleural effusion, congestive heart failure (chf) exacerbation, edema, hyponatremia, hypokalemia, hyperkalemia, and chronic obstructive pulmonary disease (copd) with acute exacerbation. One day post procedure, the patient was discharged on aspirin and clopidogrel. Discharge diagnosis included pneumonia, myocardial infarction (mi), chf exacerbation and coronary artery disease (cad). Four days after discharge, the patient died. A progress note from the nursing home documenting the death was submitted. On the death date, a licensed practical nurse (lpn) entered the patient's room to administer medication and found the patient unresponsive and with absent pulse. Cardiopulmonary resuscitation (CPR) was begun and a code blue was called. At an unreported time, emergency medical services (ems) personnel arrived and were unable to resuscitate the patient. The progress note from the nursing home listed the patient's diagnoses as follows: chronic systolic congestive heart failure, generalized anxiety disorder, chronic obstructive pulmonary disease, hyperlipidemia, insomnia, alzheimer's disease, atherosclerotic heart disease of native coronary artery with unspecified angina pectoris, major depressive disorder (single episode), type 2 diabetes mellitus without complications, essential primary hypertension, rheumatoid arthritis, ischemic cardiomyopathy, chronic kidney disease, occlusion and stenosis of bilateral carotid arteries, osteoarthritis (site unspecified), and nstemi.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that death occurred. In (B)(6) 2015, coronary angiography was performed and revealed 90% stenosis in proximal right coronary artery (rca)and total stent thrombosis in the distal third of the unspecified previously implanted stent. The patient underwent an urgent percutaneous coronary intervention. The target lesion was located in the proximal rca with 100% stenosis. It was an in-stent restenosis of an unspecified previously implanted stent in the rca it was 36 mm long, with a reference vessel diameter of 3.0 mm. The most distal site was the distal rca (cass site # 3). Thrombus was present. The thrombolysis in myocardial infarction (timi) flow was 0. The lesion was treated with pre dilatation of a 2.5mm balloon catheter at 15 atmospheres and implantation of a 3.00x38mm promus premier drug eluting stent. Post dilatation was performed with a 3.0mm balloon catheter at 12 atmospheres. Post procedural residual stenosis was 0%, and the thrombolysis in myocardial infarction (timi) flow was improved to 3. A thrombectomy aspiration catheter was employed at multiple passes with successful aspiration of significant amounts of thrombus. The post aspiration timi flow was 1. Balloon angioplasty with a 2.5 noncompliant balloon was performed prior to deployment of the new stent at 12 atmospheres. There was excellent distal flow, although the distal run-off was poor. The stent was patent with no patient no complications. Two days, post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, per the death certificate, the patient died in a nursing home from atherosclerosis. The manner of death was recorded as natural. No autopsy was performed.